Event description:
The complainant reported that the arterial dupplex on the impella cp left distal extremity showed monophasic flow. A distal perfusion catheter (dpc) to the left superficial femoral artery (sfa) also connected on the impella re-access port. However, the foot remained mottled. Lsfa dpc was connected to extracorporeal membrane oxygenation dpc and left foot color and temperature improved. The next day, a fasciotomy was done to the left leg. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 health effect - impact code 4625 was was erroneously entered on the initial manufacturer device report number 1220648-2025-28574. New health effect - impact code entered.